Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of noise were observed. Provocative testing was performed and myopotential oversensing was observed and lead damage was suspected. The patient was hospitalized and a non-abbott s-ICD will be implanted to resolve the event. The patient was stable.